Manufacturer narrative:
The risk mgr at the account provided the following info: this is being handled through the physician referral clinical review committee, as they believe it was an issue with the physician and not the product. The risk mgr reiterated that the account believes it to be operator error and not a malfunction of the equipment. No other info was able to be provided regarding the event or the status of the pt. The device was evaluated by the MFR. No non-conformities were found. The product has been placed in quarantine.

Event description:
On (B)(6) 2011, it was learned that an rf ablation procedure performed in (B)(6) 2011 resulted in some paralysis on one side of the pt's body. It was reported that the device did not malfunction during the procedure.